Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during implant of an intraocular lens (iol) using a preloaded delivery system, the implanted lens had a scratch/superficial tear on the edge of the optic. Additional information was requested.